Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right-side no complaint against the device. Healthcare professional later reported right side rupture confirmed on MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side no complaint against the device. Healthcare professional, later reported, right side rupture. Confirmed on MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.